Manufacturer narrative:
During an internal review of this complaint file on february 25, 2016, it was found that the UDI number provided on the 3500a initial report was incorrect. The correct UDI number is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to prevent this issue. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) study. It was reported that a (B)(6) male patient underwent pulmonary vein isolation procedure. The patient suffered from dysuria less than 7 days after the procedure. The patient was treated with medication. The issue was resolved without sequelae. The principal investigator assessed this event as definitely procedure related and not device related.